Event description:
It was reported that cadd legacy pump failed delivery accuracy test. No patient in jury was reported.

Manufacturer narrative:
Other, other text: the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Root cause was unable to be established.

Manufacturer narrative:
The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Root cause was unable to be established.

Event description:
It was reported that cadd legacy pump failed delivery accuracy test. No patient in jury was reported.